Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead has chronically high out-of-range impedance measurements. The patient has chronic atrial fibrillation (af) and the lead is electrically deactivated. No adverse patient effects were reported.